Event description:
During evaluation of a returned homechoice device, a high drain alarm 101 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2014 at 16:23:32. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.